Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms or frozen screens noted. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. (B)(4)

Event description:
Customer reported via phone call to have received a button error alarm after pump began to scroll and then froze during a bolus delivery. Customer's blood glucose was 99 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.